Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The x-rays and medical records were requested, but not provided. If add'l info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that "surgeon comment that there was some osteolysis and the cup was loose. He said there was minimal fixation and it was mainly within the screw holes. He removed with zimmer explant."